Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application made strange noises in quick succession and the application hung with a frozen screen. It was observed that when it recovered it appeared to show the markers in a fast manner as if it was attempting to catch up for the time lost. No electrograms (egm) were visible anymore, only markers were seen in both device and analyzer modes. It was also noted that a brief disconnect was observed with dotted lines during analyzer session prior to attempting to take lead measurements. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.5.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that the mobile programmer application froze, markers appeared latent, no electrograms (egm) were visible a short disconnect was observed with dotted lines. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.